Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06385 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same type of adhesive events with two infusion sets which fell off during use after being used for 12 - 24 hours each. Patient replaced infusion set and resumed insulin successfully. No further information available.